Event description:
It was reported that after a revision surgery performed on (B)(6) 2014 a new bhr femoral head and sleeve were implanted. On (B)(6) 2020 with the operative records it was confirmed that with the new implants on (B)(6) 2016 the patient was diagnosed with progressive elevated ion levels on blood (cobalt blood 10.9 mcg/l, chromium blood 2.7 mcg/l) no additional revision surgery has been scheduled so far. The patient outcome is unknown.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the head and sleeve were removed. The cup and stem remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the acetabular cup, hemi head and modular sleeve was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the hemi head and modular sleeve. Similar complaints have been identified for the acetabular cup and stem. This will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. No further actions are required at this time. The available medical documents were reviewed. Elevated metal ions were reported status post right hip revision with exchange of the smith and nephew femoral head. Metal ions levels (B)(6) 2018 were cobalt, blood 11.0 and chromium, blood 2.6. Mcg/l. It is noted on a (B)(6) 2018 physician¿s note that a decision would be made in january 2019 regarding continued monitoring vs. Revision. To date no revision information has been provided. With the limited information provided, the root cause of the reported elevated metal ions cannot be confirmed and it cannot be concluded that the reported elevated ions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.